Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed a seroma over the implanted magnet. The area was drained (date not reported), and the patient was treated with oral antibiotics (date and duration not reported). The implanted device remains.